Event description:
Repair center alleged - low o2. Key failure - valve is leakingper independent repair statement low o2 or yellow light. Key failure was the pilot valve was leaking. Additional malfunctions was the hose clamp.